Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was broken. It was reported that the insulin pump had pump error and restarted it, but it did appeared again. It was reported that the customer was able to clear and was unable to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. No unexpected pump error 43 alarm noted during testing. The motor was tested outside of the device and passed. (B)(4).